Manufacturer narrative:
A ge service representative performed an onsite investigation. The candlesticks were evaluated and regreased. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a popping sound, an overload fault error code after which the system would not boot. There is no report of death or serious injury.